Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device with a 6fr sheath after a mesenteric interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A 7fr sheath was placed and then manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.